Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Patient stated she had a right tka on (B)(6) 2020. Patient stated she has been experiencing pain and swelling since her surgery. Patient stated she understands that allergic reaction to nickel can result to inflammation and loosening and possible revision may be be necessary. If the patient were to have an allergic reaction she would like to know how soon would it be before she will experience loosing and other symptoms due to the allergic reaction. She stated she has a severe hyper sensitivity to nickel as per a lyco site transformational test she took. Patient would like to know if her pain and swelling are part of the normal healing process or an allergic reaction to nickel.